Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of an implantable cardioverter defibrillator (ICD) t-wave oversensing (twos) due to a detection issue was observed post biventricular pacing. Reprogramming of the device resolved the issue. The device remains in use and no patient complications have been reported as a result of this event.